Manufacturer narrative:
After investigation, it was found that the device was being used for treatment when the failure occurred. The screen was distorted, which obviously affected the observation, but there was no alarm. The first reaction of the customer's on-site personnel was to check the screen, fold it several times, and then gently tap the back of the screen. The display returned to normal, but for safety reasons, the machine was still replaced. The whole process did not cause any harm to personnel or delay in treatment. The replaced machine was inspected by the hospital engineer. Based on experience, it was determined that the connection cable between the screen and the host was loose or in poor contact. The connection cable was then disassembled and reinstalled by the engineer. After a long period of simulated operation testing, no similar situation occurred. It was determined that the fault had been resolved. Since the customer discovered, inspected and repaired it by himself, and no accessories were repaired or replaced, no service report can be provided. Parent record reference ID (B)(4).

Event description:
It was reported that, during use, the display of cs100 iabp (intra-aortic balloon pump) suddenly become distorted which was affecting observation. There was no injury or harm occured.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name : (B)(6) hospital). (Event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.